Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic toupet with roux-en-y procedure. The anvil was being placed in the mouth by the anesthesiologist. The first anvil was inserted and the tube and anvil separated. The anesthesiologist had to locate the anvil and remove from the patient's mouth. The second anvil went down the throat and was hung up at the pharynx. They were going to scope the patient. In order to resolve the issue and complete the case. The procedure was converted to open due to the device problem. The anastomosis had to be hand sewed. The incision was extended by more than one inch.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
There was a pharyngeal tear. None of the orvils were able to be successfully passed in order to create the anastomosis. The pharyngeal tear was repaired. The current patient status is good.